Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 alarming air in line. No patient adverse events reported.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. There was no evidence of the reported issue in the event history log. A fluid filled cassette was attached to the pump, but testing could not be completed due to an air in line alarm displaying. The air detector caused the reported issue was will be replaced to resolve the issue.